Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion with no calcification and no tortuosity in left main coronary artery. The 5.0 x 13 mm rx ultra 9-cell stent delivery system (sds) was advanced to the target lesion with no issues; however, during an attempt to deploy the stent, the stent did not deploy. The sds was removed without issue. A new sds was used in the procedure successfully. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual and functional inspection was performed on the returned device. The reported activation failure including expansion failures/inflation issue was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported activation failure including expansion failures/inflation issue. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. Na.